Event description:
It was reported there was an epidural hematoma. It was stated the patient was in the operating room for a planned surgical placement of a deep brain stimulator (dbs). It was stated the head frame was screwed into their skull in appropriate fashion. It was noted the patient had an MRI scan per protocol. It was noted at that time the surgeon had noticed a large left acute temporal lobe epidural hematoma. It was stated the left temporal pin had penetrated the patient¿s skull and it had lacerated the middle meningeal artery. It was stated the dbs surgery was aborted and the patient and an emergency craniotomy for evacuation of the hematoma. It was stated the hematoma was evacuated and the bleeding stopped easily. It was noted a drain was placed in the epidural space. It was stated the patient was taken to the pediatric intensive care unit (picu). It was noted the drain was removed on 2014-(B)(6). It was noted a follow-up CT scan was performed and it showed residual left temporal epidural hematoma status post evacuation. It was noted on 2014-(B)(6) the patient rested well and they required some pain medications. It was further reported the hematoma was due to the pin head frame. It was stated the patient required hospitalization due to the event and they recovered without sequelae. It was noted the event occurred prior to any implantation of the device.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
See h10

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had spent 3 days in the picu prior to being transferred to floor. The patient had difficulties with oral intake associated with choking. Patient had required in-and-out catheterization for urinary retention which had started about a month prior to admission surgery. On (B)(6) 2014 the patient had been transferred to a rehab unit with diffuse dystonia and dysarthria. Patient had more drooling, decreased swallowing, fatigue and right focal weakness. On (B)(6) 2014 patient had a g-button placed. Patient had increased difficulty with processing and speech since surgery. On (B)(6) 2014 neurosurgery had considered patient nearly back to baseline. Mood swings had been an issue throughout stay. The patient had remained in the hospital for 21 days. Patient was discharged to home in good condition on (B)(6) 2014. Swallow function had been markedly abnormal. There was an MRI completed on (B)(6) 2104 which had shown evolving left temporal epidural hematoma, slightly increased in size but no evidence of untoward effects. MRI completed on (B)(6) 2014 had shown decreased size of left temporal epidural hematoma; decreased and insignificant midline shift. It was further noted that at discharge patient was able to independently use power chair. Patient had multiple follow up appointments scheduled.

Manufacturer narrative:
(B)(4).